Event description:
The customer called and reported experiencing low blood glucose of 39 mg/dl. Customer treated with food. She stated the insulin pump was not reading the sensor correctly and an alarm was not heard, despite low threshold being set to 70 or 60 mg/dl. At time of this report, customer's blood glucose was 390 mg/dl, for which the customer was treating. During troubleshooting with the insulin pump. Customer stated bolus history did not match her paperwork. She stated the bolus delivered that morning was recorded as having occurred an hour off from when it happened. It was found the programming was incorrect. Customer was advised to program a bolus into the air and it appeared in history. Customer also stated a piece of the battery compartment was broken off on the insulin pump. Customer declined further troubleshooting. It was advised that the customer discontinue use of the device and revert to a back-up plan, and that the device would be replaced. She agreed to return product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads, and a cracked reservoir tube lip.